Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 279 units of insulin during the load sequence. Reportedly, the customer did not remove the air from the cartridge during the loading sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.